Event description:
The customer reported to beckman coulter (bec) stating that while doing daily checks, the flow cell waster chamber (vc218) on the unicel dxh 800 coulter cellular analysis system was completely full of cleaner and the instrument was leaking. The instrument also generated multiple errors. The volume of the leak was approximately 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. The customer did not review the material safety data sheet, but there is an exposure control plan at the facility. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed that the source of the leak was the vacuum line was plugged causing overflow of the mix chambers. The fse replaced the fitting that was clogged up. No further evidence of leaking was observed, instrument ran without incident. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).